Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of plunger rode over the lens which made it unsafe to implant in case the intraocular lens (iol) was scratched or not positioned properly. The plunger over rode was observed before surgery and there was no patient contact. No further information available.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger rode over the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).